Manufacturer narrative:
No scrolling of screen anomalies or no missing segments/partial display anomalies noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dissatisfied service and that the insulin pump's screen was skipping. The customer was assisted with troubleshooting for flashing, white, or blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was flashing and that they would select and the screen went past the next screen. The customer stated that it was not an issue with button pressing and that they did not know of a specific button that was not working. It was indicated that the insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.